Event description:
A surgeon reported that a pt experienced hypotonia three times and unstable pressure conditions during a vitrectomy surgery.

Manufacturer narrative:
A sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).